Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. The product was changed out and there was no blood loss as this occurred during priming.

Manufacturer narrative:
(B)(4). Terumo has received the actual device for evaluation; however, terumo is still investigating this issue and will be submitting a f/u report when more information becomes available.